Event description:
It was reported that the connector attached to the ilet insulin pump cartridge fractured when the user pulled the ilet from a fanny pack, leaving the cartridge disconnected from the pump for approximately one hour and resulting in a blood glucose reading of 562 mg/dl on fingerstick, after which a full supply change was performed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the connector/coupler that resulted in a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.